Event description:
Event description guidant received information that this implantable transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) were removed from service. Shock impedance measurements had been out-of-range (both high and low) for a year; the patient was lost to follow-up. The ICD delivered an inappropriate shock to the patient. Upon interrogation, a fault code was encountered, indicating that a device malfunction occurred during shock delivery. A guidant technical services consultant recommended that the ICD and lead be replaced.